Event description:
Information was received indicating that during use, a smiths medical cadd extension set leaked a blincy to solution. Subsequently, the set was changed. No adverse effects were reported other than patient discomfort.